Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and insulin was squirting out of the tubing during manual prime. Customer was disconnected during prime. The customer stated the piston continued to move forward after reservoir contact and no numbers appeared on screen. The customer tried different sets and was unable to prime. The customer confirmed that the insulin pump was not bumped or dropped and the drive support cap appeared normal. Blood glucose value was 218 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.